Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification. As the issue occurred in the past, troubleshooting was unable to be performed. The customer changed the cartridge and was successfully able to resume insulin delivery. The customer's blood glucose level was in the 300 (mg/dl) range.